Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Checked voltage at pfc1000 board. Replaced the battery monitor board, replaced motor battery charger board. The motor battery charger has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system battery monitor led's do not scroll fully. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The battery monitor board and motor charger board were returned to the manufacturer for analysis. The tester installed the battery monitor board in a test imaging system and observed the led's scroll as expected. Board remained under test for greater than one week and performed as expected. The motor charger board passed functional output test. Visual inspection noted led's on charger board light as expected, board was dusty, but had no leaking capacitors. The tester installed the motor charger board in a test imaging system and the system performed as expected. Both 2d and 3d imaging, as well as motion were successful. The devices were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.